Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display occur with their insulin pump. Customer's blood glucose level was not reported. Product is being replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube. However, the insulin pump was monitored in a 50c oven for several days and no blank display was noted. The insulin pump had normal operating currents. No unexpected low battery alarm or weak battery alarm was noted. The insulin pump was received with a cracked display window corner, reservoir tube lip and minor scratches on the display window.